Event description:
It was reported that a patient treated with cryoablation has expired. Prostatic adk with bone metastases and decompressive l1-l2 laminectomy were mentioned, however, it is unknown how these were related to the patient's passing. Patient's cause of death is currently unknown. The catheter is not expected to be returned as the complications emerged after the procedure when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient treated with cryoablation has expired. Prostatic adk with bone metastases and decompressive l1-l2 laminectomy were mentioned, however, it is unknown how these were related to the patient's passing. Patient's cause of death is currently unknown. The catheter is not expected to be returned as the complications emerged after the procedure when the catheter would have been discarded. Further information has confirmed that the official cause of death was cancer. The period from the date of the cryoablation procedure to the patient's death was six months.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.